Event description:
It was reported that the patient was involved in a motor vehicle accident 8 months prior to the report. The patient experienced decr easing level of coverage until complete loss of coverage in addition to burning at the lead site. The reporter noted that the patient had not used stimulation in months. High impedances, greater than 3,600 ohms, were measured pre-operatively. The leads were replaced as a result of dislodgement. There was no patient injury from surgery and the patient recovered without sequela.

Manufacturer narrative:
Product ID neu_tlock_anchor, explanted: (B)(6) 2013, product type accessory; product ID neu_tlock_anchor, explanted: (B)(6) 2013, product type accessory. Evaluation of the lead, sn: (B)(4), showed the #7 conductor was broken at the #7 electrode crimp sleeve, 6.7 cm from the distal end. The epoxy was also broken. Evaluation of the lead, sn: (B)(4), showed two conductors were broken 6.9 cm from the distal end. Evaluation of both anchors showed no significant anomalies, with the insignificant anomalies being suspected tool marks.

Manufacturer narrative:
Product ID neu_tlock_anchor, product type accessory; product ID neu_tlock_anchor, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(4) 2011, explanted: (B)(4) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(4) 2011, explanted: (B)(4) 2013, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(4) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(4) 2011, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.